Manufacturer narrative:
(B)(4).

Event description:
Note: the patient received two leads with the same lot number, which were placed occipital off-label use. It was reported the patient experienced uncomfortable warmth and a pulling sensation at the right-sided lead. It was also noted there was erosion at the lead site. An sjm representative will meet with the patient at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was seen by the doctor who noted there was no erosion, swelling, or warmth. No intervention is planned.